Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6)) displayed a user advisory 07 (discrepancy between load 1 and load 2 too large) message was confirmed during the functional testing and the archive data review. The root cause of the reported complaint was a defective load cell. The archive data indicated multiple ua07 messages on the reported event date, confirming the reported complaint. The autopulse platform failed the functional testing due to ua07 displayed upon powering on, confirming the reported complaint. The load cell characterization check revealed an over-reporting load cell #1 which was replaced to address the reported complaint. Following service, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
The customer reported that the autopulse platform (sn (B)(6)) displayed a user advisory 07 (discrepancy between load 1 and load 2 too large) message during the patient use. The customer tried to clear the ua by powering off and on the platform; however, the ua persisted. No consequences or impacts on the patient.